Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure high, out of range, pacing lead impedance was noted. No capture was also noted. The lead was not implanted and was replaced with no patient complications.